Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, air was noted in the tubing set distal to the air eliminating filter. Though requested, no additional information was provided.